Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via social media and stated that when she removed the tampons, they came apart; the cotton was all opened. No injury was reported.